Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: there were call service 54 alarms oberserved in the pump's black box. The display screen was dim and discolored. The battery compartmentw as found to be cracked. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The keypad was peeling from bottom of the keypad to the "down" key. All keypad buttons were responding normally. There was evidence of moisture contamination inside the pump.